Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump and was hospitalized. The reporter stated that the patient had a blood glucose of 33 mmol/l with symptoms of drowsiness, thirst, urination, nausea, and diabetic ketoacidosis. The reporter stated that the patient was treated with intravenous glucose while at the hospital. The patient had discontinued pump therapy at the time of the call. The reporter reviewed the pump history and found that the bolus totals from the previous three days did not match. There was no identified reason for this variation. This complaint is being reported based on the allegation that the patient was hospitalized as a result of an issue with the pump.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on (B)(6)2017 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. A dim and discolored display was observed.